Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. The plunger of the delivery device was not fully release. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. It is not known if an endoscopy had been performed prior to the bravo procedure, or if there was anything unusual about the patient or the procedure which may have led to the issue. The defective device will be returned for investigation. Follow-up question have been sent to the customer for additional information.